Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spy scope ds ii was used in the common bile duct and cystic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the image of the spy scope ds ii was lost approximately 45 minutes to an hour into the procedure. Multiple attempts were made to reboot the spyglass, but did not resolve the issue. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.